Event description:
Complainant alleged that, during a routine shift check by a clinician, the device failed to power on intermittently. Complainant indicated that, there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.